Manufacturer narrative:
Additional information b5, b7, h3, h6, and h10. B5: the transfer set was used for about 25 days when the event occurred. H10: the device was received for evaluation. A visual inspection with the naked eye was performed which observed a separation between the dark blue female connector and the light blue main body of the twist clamp. Functional tests including clear passage and clamp function tests were performed with no issues noted. A leak test was performed using an in-lab cap which identified a leak that indicated damage to the female connector. The reported condition of separation was verified and the cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body of the twist clamp. Additionally, a leak at the female connector was identified due a damaged female connector. The cause of the damaged female connector could not be determined, however, it was possibly caused by a tool while attempting to disconnect the patient connector. If the damage had been present during installation of the set, it is unlikely the set would have been used. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: h10: a device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the twist clamp on a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.